Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler/liberty cycler set and the peritonitis. However, due to the limited available information, it is not possible to determine the cause of death. Dialysis patients continue to have substantially higher mortality, and fewer expected remaining life years, compared to the general population and medicare populations with cancer, diabetes, or cardiovascular disease. Plant investigation: the alleged device was not returned to the manufacturing plant for investigation. A device history review could not be performed due to the serial number of the alleged device being unknown.

Event description:
Peritoneal dialysis patient contact reported that the patient expired on (B)(6) 2018. The cause of the patient's death was not indicated or solicited during this follow up. There was no allegation of a device malfunction. It is unknown if the patient was performing peritoneal dialysis treatments at the time of death. Additional information was solicited.